Event description:
It was reported that the patients ipg was non functional. The patient underwent an ipg replacement procedure and was doing well postoperatively. Additional information was receieved that the explanted ipg was not returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was non functional. The patient underwent an ipg procedure and was doing well postoperatively.